Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s nurse reported via phone call that the customer was hospitalized due to diabetic ketoacidosis and for high blood glucose with blood glucose level of 1200 mg/dl. Customer was in hospital now and calling to troubleshoot. Customer reported that insulin pump was not on auto mode. The customer did experienced symptoms of high blood glucose value such as nausea. The customer was wearing the insulin pump during the hospitalization. The customer declined further troubleshooting. The insulin pump will not be returned for analysis.